Manufacturer narrative:
(B) (4): physio-control informed the customer that this device is no longer supported. The customer later indicated that the device had been retired due to the age of the device and the fact that the part needed for repair are no longer available. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device will not power on. The customer stated that some pcb's in the device were burned up. There was no pt use associated with the reported failure.